Event description:
Procedure: lap colon. Reportedly, the stapler was fired to the sigmoid colon, but some staples at the end of the staple line were not formed. No bleeding or fluid leakage occurred and the tissue was treated with another instrument. In all the case was delayed approx 30 mins.